Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: air/water cylinder has no color, suction cylinder has no color, scope cover has a scratch, screw stopper is replaced for preventive maintenance, due to wear of angle wire; the play of upward/downward knob is out of the standard value, due to wear of angle wire; the play of right/left knob is out of the standard value, adhesives around objective lens has white-clouded area, adhesives around light guide lens has white-clouded area, adhesive on bending section cover has visible thread, and the universal cord has a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope brush caught in the channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: biopsy channel and suction cylinder have foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the device being returned to the manufacturer without reprocessing at the user facility. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.